Event description:
The ER doctor questioned results for salicylate and calcium and asked the lab to rerun several samples. Of the six patient results provided by the user, one calcium result was found to be discrepant. The initial result was 6.0 mg per dl, repeat result in 2009 was 9.2 mg per dl. The initial results were reported and corrected results were issued. No patients were treated based on the initial results.

Manufacturer narrative:
The field service representative determined the rinse mechanism tubing was damaged and the gear pump head pressure was below operating range. He replaced the damaged waste tubing and adjusted the gear pump head pressure. To verify the analyzer performance, calibration and qc were performed with results within specifications.